Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted for gi bleed. The ctr stopped coumadin; the bleeding subsided. The plan is to restart coumadin at lower inr goal.

Manufacturer narrative:
A specific cause for the reported gi bleed cannot be determined. It was reported that the patient was admitted for a gi bleed. The center stopped coumadin and the bleeding subsided. The center planned to restart coumadin at a lower inr goal. No alarms were reported and review of the manufacturers complaint history showed no previous events were reported for this patient. The patient remains ongoing on the vad. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.